Event description:
This 67-yr-old female had a left radical mastectomy in 1969 and a right subcutaneous mastectomy in 1979 with implantation of bilateral silicone gel implants at this time. The MFR of the implants is unknown as the procedures were not performed at this reporting facility. A recent mammogram showed calcification on both breasts, consistent with severe capsular contractions. There was a question whether or not the left breast showed extra capsular rupture of the silicone as the calcification appeared way up in the axilla. Gross exam: the right implant has a pinpoint defect which exudes a gel-like material. The left implant was grossly intact. The capsules showed fibrosis and chronic inflammatory changes.